Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv tank and igbt assembly were evaluated and replaced. A full hv calibration was also performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an "overload error" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.